Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)). Corrections: report number: the incorrect report number was submitted the first time. It should have been 3012307300-2016-00376, instead of 3012307300-2016-00378. Instead of patient identify being "(B)(6)", it should be "(B)(6)".

Event description:
It was reported that four pediatric tracheostomy tubes had a cuff leak located where the cuff goes into the tracheostomy. The patient's mother states that the "bpe reading on the ventilator is going crazy, carbon dioxide (co2) low". Additional information has been requested and not received. No further adverse events reported at this time. See MFR: 3012307300-2016-00375, 3012307300-2016-00376, 3012307300-2016-00377.